Event description:
During an atrial fibrillation procedure, temperature issues resulted in the procedure being cancelled. The ampere generator stopped the energy delivery because of high measured temperature. Cool point set and irrigation was checked. Ampere and tactisys were restarted. Three tactiflex catheters were tried and one flexability catheter to check if the issue is caused by tactisys but every time there was the temperature issue and ablation was stopped. The cable between tactisys and ampere was replaced. After that the ampere showed a temperature of 13 degree c when the catheter was in the left atrium. Settings were switched to 40w 43 degrees but the issue persisted. The left pulmonary veins could not be reisolated completed because of this issue.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.